Manufacturer narrative:
Neither the explanted devices nor the device info were provided to the MFR for eval.

Event description:
Revision of shoulder components. Pt fell and the glenosphere locking screw fractured flush with the baseplate.